Manufacturer narrative:
Concomitant medical products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s battery had shifted a little bit. See also manufacturer¿s report #3004209178-2014-15254 for the concomitant system.